Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. (B)(6).

Event description:
The initial reporter received questionable troponin t hs stat results for two patient samples from the cobas e411 rack analyzer. Patient 1 initial result was 0.474 ng/ml and was reported outside of the laboratory. The repeat result was 0.011 ng/ml. A new sample was collected from the patent and the result was 0.011 ng/ml which was believed to be correct. On (B)(6) 2019, patient 2 initial result was 0.031 ng/ml and was reported outside of the laboratory. The repeat result on (B)(6) 2019 on another cobas e411 analyzer was 0.008 ng/ml which was believed to be correct. On (B)(6) 2019, the repeat result from the original cobas e411 analyzer was 0.008 ng/ml. There was no allegation of an adverse event. The reagent lot number was 345888.